Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of ¿battery malfunction (battery alert)¿ was reproduced but did not reproduce the device powering off. A review of the event history log revealed battery error (battery alert) messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be defective wireless battery module. The wireless battery module requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had battery malfunction which resulted in turning off during therapy in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Investigation findings and conclusion codes. The device was received for evaluation. During functional testing, it was not identified that the device powered off on its own. A review of the event history log revealed "improper shutdown!" However, the log cannot determine if the pump powered off on its own or if the user removed all power from the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through the log review however no cause was identified through inspection of the device. Should additional relevant information become available, a supplemental report will be submitted.